Event description:
Country of complaint: (B)(6). Thread broke during surgery.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: 54 unopened racepacks. There is one previous complaints of this code/batch from the same customer. There are no units in our stock. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this products had an normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.